Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed but the cause is unknown. A single ap radiographic image of the right side of the chest and arm was returned for evaluation of this complaint. The implicated product was a 4fr d/l powerpicc provena catheter. A catheter kink was noted in the catheter near the skin surface. It was reported that flow through the catheter was completely obstructed, which was likely due to the kink. Possible contributing factors could include catheter placement or securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ the report of a kinked catheter has been documented and will be monitored as part of complaint trending.

Event description:
It was reported, vat called to troubleshoot PICC just exchanged this morning. Upon assessment, PICC completely occluded and unable to flush or draw blood. Xray image obtained showing similar kinking of catheter with previous line. Additional information received on 2/28/2023: catheter was secured with securacath. Patient being treated for small bowel obstruction with a medical history of jejunal atresia and malrotation s/p ex-lap, resection of jejunal atresia with jejuno-jejunostomy, and ladd's procedure in infancy. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq1088 showed 4 other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that the PICC line kinked on placement. PICC confirmed with ECG on placement; upon placement of dressing, PICC unable to flush despite brisk flush/blood return immediately prior. Dressing removed and securacath opened to assess for kink. No notable kink at site. Chest xray taken and tip at superior cavoatrial junction. Line retracted 0.5cm to assess for learned kink in catheter, but none seen. Resistance noted with slight retraction of line, most likely d/t vasospasm. Pt reports feeling anxious with troubleshooting but is generally stoic. Securacath removed and stat lock/steri strips used. Will place heat packs on arm and reassess in a few hours. If catheter continues to have issues, will plan for exchange tomorrow morning. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, vat called to troubleshoot PICC just exchanged this morning. Upon assessment, PICC completely occluded and unable to flush or draw blood. Xray image obtained showing similar kinking of catheter with previous line. Additional information received on 2/28/2023: catheter was secured with securacath. Patient being treated for small bowel obstruction with a medical history of jejunal atresia and malrotation s/p ex-lap, resection of jejunal atresia with jejuno-jejunostomy, and ladd's procedure in infancy. No other information was provided. Additional information received 5/25 catheter was inserted 9cm above the antecubital fossa with 4cm left external to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, vat called to troubleshoot PICC just exchanged this morning. Upon assessment, PICC completely occluded and unable to flush or draw blood. Xray image obtained showing similar kinking of catheter with previous line. Additional information received on (B)(6) 2023: catheter was secured with securacath. Patient being treated for small bowel obstruction with a medical history of jejunal atresia and malrotation s/p ex-lap, resection of jejunal atresia with jejuno-jejunostomy, and ladd's procedure in infancy. No other information was provided.